Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler did not go down all the way and the gas cylinder was bad. No patient involvement or adverse consequences are reported.